Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back stating their ins battery stopped working over two years ago. Pt had not charged or anything and their back has continued to deteriorate and their doctor wanted an MRI done. Pt noted they called last week and was told to charge the device then call back. Agent reviewed MRI guidelines, pt wanted the ins removed; pt was redirected to hcp. Pt said this was a nightmare and not worth it. During call pts controller was not turning on. Pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on displaying memory problem; pt set up the date and they put in the wrong time. Pt put the battery back into the controller and verified the controller was charging. Pt was advised to charge controller then call back for assistance on recharging the ins.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their stimulator has not been functioning for several years and that they now need to undergo an MRI. However, the MRI facility refused to perform the MRI without the ins information. Pt stated that their ins was no longer working¿it will not charge, turn on, or take a charge. When asked, patient confirmed that these issues started during christmas the same year the device was implanted. Pt mentioned that they couldn't find the controller so charging the ins was not possible during the call. Agent reviewed MRI guidelines and the MRI eligibility form. Agent redirected pt to their hcp for further assistance. Pt mentioned that they've been talking to different doctors and they were unsure who their managing healthcare provider (hcp) is. Agent also reviewed pt's ins and lead information.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.